Event description:
This has been intermittently happening over the past week where the velanovascular ext stabilized extension set has a defect causing blood to pour out when it's hooked up to IV catheter upon initial insertion. Some other supplies were kept and provided to management , so I do not have those lot numbers, but today the packaging lot #9453943. I have been getting 2-3 devices doing this per day when I've been charging, with IV starts. Potential for safety issue as this exposes staff to blood unexpectedly and may cause malfunction of IV site requiring re-start. This particular patient was a very difficult IV start requiring IV us placement. Manufacturer response for set extension ext stabilized gen 2 201-0, (brand not provided) (per site reporter) emailed vendor - no response yet.

Event description:
This has been intermittently happening over the past week where the velanovascular ext stabilized extension set has a defect causing blood to pour out when it's hooked up to IV catheter upon initial insertion. Some other supplies were kept and provided to management , so I do not have those lot numbers, but today the packaging lot #9453943. I have been getting 2-3 devices doing this per day when I've been charging, with IV starts. Potential for safety issue as this exposes staff to blood unexpectedly and may cause malfunction of IV site requiring re-start. This particular patient was a very difficult IV start requiring IV us placement. Manufacturer response for set extension ext stabilized gen 2 201-0, (brand not provided) (per site reporter). Emailed vendor - no response yet.